Manufacturer narrative:
The complaint is not confirmed after evaluation and review of manufacturing processes. No manufacturing issues were reported that could have contributed to the quality of the product or contributed to the reported problem. Without a physical sample, the complaint cannot be confirmed. Therefore, no escalations, deviations, and corrective and / or preventative actions are warranted at this time. No root cause related to manufacturing was identified.

Event description:
Patient reported, "while compounding a vonvendi 1935 units / 15 ml syringe, we observed particulate matter (cores) in the final preparation syringe. The technician initially attempted to withdraw the full volume using the mix2vial adapters but was unable to obtain the complete 15 ml. She then removed the adapters and used regular needles to withdraw the remaining volume. This likely caused the vials to core, introducing particles into the final product. Upon noticing the cores, the technicians attempted to filter the preparation using multiple 5-micron filters (the same pore size as those on the mix2vial adapters). However, they were unable to successfully filter out the particles cores remained present in the syringe."